Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, discomfort, loss of mobility, loss of range of motion, and weight gain. It was further reported patient underwent revision procedures on (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, and (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, discomfort, loss of mobility, loss of range of motion, and weight gain. It was further reported patient underwent revision procedures on (B)(6) 2012; and (B)(6) 2013. Additional information received from operative reports noted patient underwent an open reduction internal fixation procedure on (B)(6) 2011 due to loss of fixation of the trochanteric ring fragment. Competitor product was utilized to complete the procedure. Revision operative reports further noted patient was revised on (B)(6) 2012 due to a fractured stem and (B)(6) 2012 due to a periprosthetic fracture of the femoral shaft. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-03933 / 03936).